Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone call that customer were experienced high blood glucose and insulin pump received button error. The customer¿s blood glucose was 443 mg/dl at the time of the incident. The customer was treated with manual shot. The customer reported that they had no delivery alarm was recurring. It was reported that they had battery out limit and then the button error. It was reported that the time clock was not advancing for one minute. The customer was advised to monitor the pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction and was advised the pump will need to be replaced. The insulin pump will be returned for analysis.